Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported, and this device has not been returned.